Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported by the customer's wife that her husband had passed away. The customer's date of death was (B)(6) 2014. Blood glucose at the time of death was 65 mg/dl. The wife stated her husband had a heart attack in his sleep, leading to his death. The wife also reported that her husband was wearing the insulin pump at the time of his death. She also stated the insulin pump was removed from her husband by the emergency medical services. The customer was requested to return the insulin pump. No additional information provided.